Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the legal manufacture¿s final investigation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. Correction: d9. Additional information: h3, h4, h6, h11. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: the instrument/suction channel. Cfu: 0 cfu/ml. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: the air/water channel. Cfu: 0 cfu/ml. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: the auxiliary water channel. Cfu: > 20 cfu/ml. Bacterial identification: brevundimonas species. Sampling date: (B)(6) 2024. Sampling from: the distal end section. Cfu: n.d. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: the instrument/suction channel. Cfu: 0 cfu/ml. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: the air/water channel. Cfu: 0 cfu/ml. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: the auxiliary water channel. Cfu: 4 cfu/ml. Bacterial identification: brevundimonas species. Sampling date: (B)(6) 2025. Sampling from: the distal end section. Cfu: n.d. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: the instrument/suction channel. Cfu: 0 cfu/ml. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: the air/water channel. Cfu: 1 cfu/ml. Bacterial identification: micrococcus luteus. Sampling date: (B)(6) 2025. Sampling from: the auxiliary water channel. Cfu: 0 cfu/ml. Bacterial identification: n/a. The device was evaluated where additional potential adverse events were confirmed where foreign material was found in the distal end of the instrument channel, the universal cord was clogged, and foreign material was in the air/water cylinder. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU), the results conformed to the regulation's recommendation. Additionally, olympus confirmed foreign material in the device; however, the type of material was not identified. There was damage noted on the distal end of the instrument channel which may have hindered the foreign material being removed. However, a definitive root cause for the foreign material in the distal end, universal cord and air/water cylinder was not determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Instructions for jf/tjf-260v reprocessing manual chapter 3, ¿cleaning, disinfection and sterilization procedures¿ section 3.3, ¿precleaning¿ and section 3.5, ¿manual cleaning¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, the duodenovideoscope after removing from quarantine tested positive for greater than 100 colony forming units (cfus) of unknown bateria. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.